Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the patient started poligrip. At an unk time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow-up information was received via medical records on 12/10/2009. On (B)(6) 2008, the (B)(6) patient experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. Follow-up information was received via medical records on 05/17/2010. This case was upgraded to medically serious. On (B)(6) 2008, the patient was seen by neurologist for weakness and sensory loss in her feet and legs which started in 2004. These symptoms progressed over the next two years and she became increasingly unsteady on her feet. The patient required assistance with walker and finally a wheelchair for ambulation. Magnetic resonance imaging (MRI) of the brain and spine were normal. Muscle and nerve biopsy showed sensory-axonal neuropathy. Clinical diagnosis was myeloneuropathy. The patient has had dentures since she was 20 years old and admits to using a lot of denture cream. She used poligrip denture cream for many years. The neurologist noted the most likely etiology was copper deficiency due to zinc excess from increased denture cream usage. On (B)(6) 2008, serum copper level was 7 ug/dl (normal 80-155 ug/dl). Zinc level was 224 ug/dl (normal 60-120 ug/dl). Serum copper on (B)(6) 2009 was 144 ug/dl.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).